Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
The customer reported separation of the IV tubing. Immediately prior to the separation, the infusion pump alarmed "check IV set". The nurse opened the door to the pump and noticed a balloon in the silicone segment below the upper fitment. While removing the tubing from the pump, the tubing separated with the blue "o" ring still attached. Protonix sprayed into the nurse's eyes. The nurse was treated by a physician in the emergency department; no harm was done.